Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was reported to have a make or break fracture. Boston scientific technical services (ts) explained that it does not appear to be electromagnetic interference (emi). Additional information indicated that lead fracture could not be confirmed. In addition, the lead function test was normal. Furthermore, the physician will monitor the patient. This rv lead remains in service. No adverse patient effects were reported.